Event description:
Maude report was received from the FDA reporter indicates he is experiencing severe glare, halos and startbursts, and also reports diplopia, severe dry eye syndrome and sensitivity to light. There was no report of device malfunction. Additional info has been requested from the reporter.

Manufacturer narrative:
The device cannot be evaluated because, the reporter did not provide the serial number of the laser, or the location of the event. Additional info has been requested.